Manufacturer narrative:
The insulin pump was received with a cracked end cap and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he dropped his insulin pump and damaged it. The infusion set tubing got caught on something and pulled the insulin pump out of his pocket onto the concrete floor. The patient's blood glucose at the time of incident was 116 mg/dl. Troubleshooting was initiated for the physical damage. The insulin pump sustained a hairline crack on the side of the device by the drive support cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.